Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "wall thickness too thin". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst." "Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." "Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." "Directions for use : 9. Attach the water filled syringe to the inflation port. Note: it is not necessary to pre-test the foley catheter balloon 13. Inflate catheter balloon using sterile water and fill with recommended volume as referenced on product label. Note: using less than the recommended volume of sterile water can result in asymmetrically inflated balloon properly inflated with recommended volume of sterile water improperly inflated with less than the recommended volume of sterile water 14. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck." Correction- g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter balloon was not inflated and had ruptured inside the patient, so the registered nurse checked the balloon and found it split down the middle. However, no particles were left in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon was not inflated and had ruptured inside the patient, so the registered nurse checked the balloon and found it split down the middle. However, no particles were left in the patient.